Event description:
It was reported to target that during a coil embolization the physician was inserting a guglielmi detachable coil into a catheter. During the insertion he felt some resistance. Upon inspection of the returned product on 5/11/1998 it was discovered that the coil had separated from the pusher wire. This outcome had no impact on the pt's health.